Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device has broken shell, brown particles material was found on the shell, and fold creases. A weight test of the device was completed and the device was found to be within specification. A microscopic analysis was performed which identifies a broken crease(sharp), stress marks and wear abrasion. Based on the device analysis the final assessment is a broken crease (sharp) in the posterior side assessed as fold(flaw) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported left side capsular contracture, baker grade iii.